Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach clamping on a laparoscopic gastroplasty by pass, the powered stapler did not fire the loads. The first three clamps were left out of one of the reload, was stuck and did not fire. The second load did not clip. The two reloads were used on the same patient. The surgeon used manual stapler to complete the case. There was no patient injury.